Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure for normal battery depletion (nbd), this implantable right ventricular (rv) defibrillation lead exhibited out-of-range shock impedance measurements greater than 200 ohms for all vectors involving the rv coil while plugged into the new implantable cardioverter defibrillator (ICD). Troubleshooting during the procedure included unplugging potential electromagnetic interference (emi) sources and ensuring the leads were fully-inserted, however, this did not resolve the out-of-range shock impedance measurements. The pocket was then closed. No pauses in pacing were noted. Defibrillation threshold (dft) testing was performed later, and the shock impedance measurement was still greater than 200 ohms. In addition, a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information was received, a conductor fracture was suspected and this rv lead was scheduled for revision. Eventually, it was explanted due to the already mentioned impedance issues, the shock impedance was still being high out-of-range. This product is expected to be returned and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a ductile fracture at the proximal end of the yoke stake block. This type of damage is consistent with induced damage at the revision procedure. The reported code 1005 and high shock impedance measurements are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a device changeout procedure for normal battery depletion (nbd), this implantable right ventricular (rv) defibrillation lead exhibited out-of-range shock impedance measurements greater than 200 ohms for all vectors involving the rv coil while plugged into the new implantable cardioverter defibrillator (ICD). Troubleshooting during the procedure included unplugging potential electromagnetic interference (emi) sources and ensuring the leads were fully-inserted, however, this did not resolve the out-of-range shock impedance measurements. The pocket was then closed. No pauses in pacing were noted. Defibrillation threshold (dft) testing was performed later, and the shock impedance measurement was still greater than 200 ohms. In addition, a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information was received, a conductor fracture was suspected and this rv lead was scheduled for revision. Eventually, it was explanted due to the already mentioned impedance issues, the shock impedance was still being high out-of-range. This product is expected to be returned and no additional adverse patient effects were reported. This right ventricular (rv) defibrillation lead was returned and analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure for normal battery depletion (nbd), this implantable right ventricular (rv) defibrillation lead exhibited out-of-range shock impedance measurements greater than 200 ohms for all vectors involving the rv coil while plugged into the new implantable cardioverter defibrillator (ICD). Troubleshooting during the procedure included unplugging potential electromagnetic interference (emi) sources and ensuring the leads were fully-inserted, however, this did not resolve the out-of-range shock impedance measurements. The pocket was then closed. No pauses in pacing were noted. Defibrillation threshold (dft) testing was performed later, and the shock impedance measurement was still greater than 200 ohms. In addition, a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. This rv lead remains in service at this time. No additional adverse patient effects were reported.